Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bariatric surgery, the device was not able to fire. It was noted the surgeon was able to press the green button and squeeze the handle. The device was exchanged for another of the same code to complete the case. There was no patient injury.